Manufacturer narrative:
Unit received from the field; refer to service record # (B)(4) - "failed immediately upon power. It was determined during internal inspection that the negative jumper broke at the crystal stack." Completed and attached a current MDR decision flowchart. The DHR for lot 20212-03 was reviewed. The unit met manufacturing specifications when released and there were no issues related to the complaint. This lot has a (B)(4) complaint rate. Ther were (B)(4) units released to distribution. A review of lot history showed that there were a total of 8 units that stopped working. A review of the console history was not performed because the console serial number was not reported with the complaint. A review to be performed of 2012 complaints to complete and file an MDR. Postponed completion due to preparing for notified body audit in january. Opened CAPA (B)(4) to review 2012 complaints. Complaint reviewed, updated for lot details, closed, and MDR issued.

Event description:
First hand piece failed at 39 seconds, second handpiece failed at 12 seconds.